Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 415 mg/dl. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated the device did not alarm no delivery. Customer was explained that possible connection issue. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 415 mg/dl. The customer was treated for high blood glucose with manual shot. Customer declined troubleshooting for high blood glucose and pump is ok. Customer stated that pump ran out of insulin.